Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 250 mg/dl to 300 mg/dl sometimes to 500 mg/dl at the time of incident and current blood glucose level was 332 mg/dl. Customer reports they did not feel okay to troubleshooting and declined to continue in troubleshooting. Customer reports the drive support cap appears normal. Customer was able to complete insulin pump rewind. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08700 inches.(B)(4).